Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the 'no image' phenomenon is likely caused due to damage to the image sensor unit from irregular stress. In addition, the image noise phenomenon is likely caused due to dents at the insertion section, the image sensor unit could not move forward/backward in the insertion section. Repeated angulation under that condition caused irregular stress on the image sensor unit the event can be detected/prevented by handling device in accordance with the following instructions for use: "bf-190 series operation manual chapter 3 preparation and inspection_ 3.8 inspection of the endoscopic system_ inspection of the endoscopic image" "bf-190 series operation manual ·important information ¿ please read before use warnings and cautions : do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. : do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result. : do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged." "·chapter 4 operation_ 4.2 insertion : do not allow the insertion section to be bent within a distance of 10 cm or less from the junction of the boot. Insertion section damage can occur." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Event description:
The customer reported to olympus, there was a non-restorable, no image issue while using the evis exera iii bronchovideoscope. The event occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the forceps passage had restricted access, there was no image aside from black and white lines, and the insertion tube was dented. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.